Event description:
A customer reported an unexpected software behavior; while measuring velocities, the angle correction (based on an apparently unsteered beam) could give rise to potential errors because the sonogram would be from a steered beam. It is important to note that there was no impact to a pt as a result of this particular noted behaivor.